Manufacturer narrative:
The medical records for both events have been returned to the manufacturer for evaluation. Both investigations are confirmed for filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown for both investigations. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly experienced difficulty during removal and malposition of device. This information was received from various sources. Both malfunctions involved patients without consequence. One patient was reported to be a (B)(6) year-old male weighing (B)(6) kgs. The second was reported to be a (B)(6) year-old female weighing (B)(6) kgs.